Manufacturer narrative:
(B)(4). D10: item# 00598802012; lot# 64174273. Item# 00598800400; lot# 63907297. Item# 00599003510; lot# 64118482. Item# 00599003501; lot# 64003747. Item# 00599003520; lot# 63305468 item# 00598802014; lot# 63480821. Item# 00597206529; lot# 64080590. Item# 00596203217; lot# 63608977. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee procedure on an unknown date to receive a non-zb knee implant. Subsequently, the patient underwent a revision approximately five (5) years ago where they received zb implants. The patient later underwent another revision approximately five (5) post-implantation of zb implants due to femoral fracture and subsequent loosening. All implants were removed and revised to an rhk. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: proposed component code mechanical (g04) femur. Visual examination of the provided picture identified explanted devices, featuring bone and biological tissue remnants attached. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: nexgen lcck implants were removed due to failure, loosening, and a periprosthetic femoral fracture. During the revision, all implants were successfully removed with minimal bone loss, and new components, including cones, stems, augments, and a zimmer knee splint, were inserted. X-rays were provided and not reviewed by mmi as they appear to be several months prior to the revision. The x-ray images show two views of a left knee with an implanted total knee arthroplasty. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint is confirmed based on operative notes provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.